Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not switch on. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.